Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this pacemaker implant called technical services (ts) and reported that during a clinic visit, the pacemaker was found to be in safety mode, and the right ventricular (rv) lead was found to not be working. The patient also reported being symptomatic with hypotension. Subsequently, a replacement procedure was performed, and this pacemaker was explanted and replaced with a new device while the rv lead was surgically abandoned and replaced with a new lead successfully. No additional adverse patient effects were reported.